Event description:
I would like to reference your medwatch. Almost a year ago, I made the referenced medwatch report about a fatal incident involving a stryker cement restrictor. I told myself that I was now home free because I would never again see such an event in the rest of my career. However, I seem to be wrong about that. In 2008, I was working as the anesthesia coordinator overseeing three rooms of surgery. A female, was undergoing a left shoulder hemiarthroplasty under general anesthesia, after I did an uneventful interscalene nerve block for post-op comfort. A crna, was giving the general anesthetic and dr was doing the surgery. Surgery began at 0810. An approximately 0904, immediately after insertion of a stryker cement restrictor, the patient experienced a drop in oxygen saturation as measured by pulse oximetry to 78%, down from a previous stable 95% with nitrous and oxygen. The end-tidal co2 also fell to 24 from a prior value of 32-33, and blood pressure dropped acutely as well. The crna immediately notified the surgeon who stopped and did not apply any cement. She administered 100% oxygen. I came to the room as the oxygen saturation began slowly to improve. I suggested the administration of a bolus of steroids. The pt was in a beach-chair position and crna had apparently lowered the head somewhat. Within 15 minutes the oxygen saturation was back to 88-90, and the blood pressure was correcting. I conferred with our ICU attending by phone and we decided to transfer the pt to the ICU intubated if her numbers remained abnormal. While we had good improvement by the end of the case, we still had instability and elected to keep the pt intubated. In the ICU with the pt supine, she seemed stable. The ICU providers kept her intubated and sedate while they did laboratory and radiological evaluations to access the nature of the problem. Radiological examination could not confirm any pulmonary embolus although the clinical course suggested that etiology very convincingly. Air would not show up on this examination. I am happy to report that this pt, unlike our previous case, seems to have tolerated this event well. She is today extubated, awake, and stable. The clinical course suggests that we probably had a bolus of venous air that cleared in time. The air could have been forced into the circulation by the cement restrictor or entrained by veins with negative pressure by virtue of being above the heart and held open by bone, the phenomena well documented in articles on sitting craniotomies. We do not have a doppler in our hosp to monitor these patients. In our previous event we had a different surgeon, a different bone (femur instead of humerus) and I was actually administering the anesthetic. This time we had more staff available (the previous case took place on a weekend) and we were able to quickly double check the airway and other possible causes of such a change and then set up the post-op care, while the surgeon completed the surgery. Fortunately we saw no EKG changes and we do not see any signs of permanent injury to this latest pt. Thank you for your consideration of this second incident we have experienced following placement of a stryker cement restrictor. The shoulder parts used were stryker solar products lot h4dmjd humeral component, and lot 8whmpd humeral head. The components were installed after the event. The event all took place before the use of any cement. I have attached two records form the chart, however the copies are difficult to read despite my best efforts to get a clear reproduction.